Event description:
It was reported that the customer had physical damage on the insulin pump. The customer stated that the insulin pump was cracked in the battery compartment. Customer's blood glucose level was 129 mg/dl. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, scratched display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.